Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on photographic evidence of the suspect medical device. Photographic evidence evaluation summary: during visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor has received the suspect medical device, along with additional event information and patient details. The patient¿s capsular contracture was diagnosed by ultrasound, and the patient underwent replacement with mentor memorygel breast implants, 295cc on the left (catalog # smpx295, left lot-serial # (B)(6) and 270cc on the right (catalog # smpx270, right lot-serial # (B)(6) on (B)(6) 2019. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sx mpp gel 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with textured mentor memorygel breast implants (250cc on one side and 275cc on the contralateral side) experienced bilateral grade IV capsular contracture postoperatively. As a result, the patient underwent explantation on (B)(6) 2019. The implantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the first of two implants.